Event description:
It was reported that the right atrial (ra) lead became dislodged causing diaphragmatic stimulation, and the right ventricular (rv) lead had "low" sensing. The ra lead was repositioned and the rv lead was replaced. It was further reported that the physician did not have any complaint with the products and that the event was "not system but procedure related." No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Serial number (B)(4) was not returned to the manufacturer for evaluation. (Continued): 4194 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.